Event description:
The complainant alleged while monitoring a pt, the device displayed a rhythm similar to ventricular fibrillation while the user/medic assessed the pt, had a pulse and was speaking. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.